Event description:
During the leadless pacemaker (lp) system implant procedure, while putting the delivery catheter into long tether mode post lp fixation, resistance was experienced and the lp was dislodged from the tissue. The lp remained connected to the catheter. The system was explanted and a new catheter was used to implant the lp. The patient was in stable condition.